Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures and returned product identified a portion of the plasma spray was detached. Damage was seen on the stem feature. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: single view of the left elbow demonstrates a left total elbow arthroplasty with loosening of the humeral component. No acute fracture seen. Ulnar component appears to be intact. No fracture seen. Overall fit of the implant is appropriate. Osteopenia is present. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision surgery approximately one (1) year and eleven (11) months post-implantation due to the patient experiencing pain and loosening of the humeral component. When trying to remove the humeral implant with the nexel revision instruments the porous coating fall off the humeral implant without having touched it with the instruments. Review of x-rays noted presence of osteopenia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00840009000; lot# 64537410, item# 00840009400; lot# 64132165, item# 00840002407; lot# 63965668. Full establishment name - (B)(6). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.